Manufacturer narrative:
Other relevant device(s) are: product ID: 9733575, serial/lot #: (B)(4); product ID: 9733582, serial/lot #: (B)(4); product ID: 9733438, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 9733438, serial/lot #: (B)(4), UDI#: (B)(4). Event occurred in (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera was not working. No patient was present at the time of the event.